Event description:
An endurant stent graft system left contra limb was implanted for the endovascular treatment of an internal iliac artery aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Before the index procedure the physician performed coiling to the left internal iliac artery. During the index procedure and after the endurant device was deployed the final angiography confirmed, a type I distal endoleak to the left internal iliac artery. The physician stated that there was a lot of calcification in the entire common iliac artery; therefore, the stent graft did not seal well. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (calcified arteries); unapproved use of device (use of a limb without a bifurcated stent graft; treatment of iliac aneurysm only). Conclusion: device failure/lack of effectiveness related to patient condition (calcified arteries); off label, unapproved or contraindicated use: use of a limb without a bifurcated stent graft; treatment of iliac aneurysm only.